Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 suggested component code: mechanical (g04) - drill. Visual examination of the returned product identified drill 65819438 had fractured at the fluted tip with a visible bend to the shaft. Optical images of the device fracture surface exhibited excessive smeared regions along with indications of faint river lines and minor hinge artifacts on both sides of the fracture suggesting that the device possibly fractured due to reverse bending overload mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned, fractured/bent devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 31-323220 item name 3.2mmx20mm rnglc+ acet drl bit lot # 66595196; 31-323215 item name 3.2mmx15mm rnglc+ acet drlacet drl bit lot # 66586472; g2: foreign: japan. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the two drills broke during use. There is no additional information available at the time of this report.